Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 recon surgery, the reamer did not proceed quite well. When the surgeon has put the force to the reamer, the base of the reamer broke.